Manufacturer narrative:
A partial lead with the lead tip measuring 49.9cm was returned for analysis. External insulation abrasion was noted at 45.3-46.2cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.0-13.2cm and 11.9-13.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for an unrelated surgery, externalized conductors were observed. Electrical function of the lead was tested and variation in capture thresholds were observed but were within normal range. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for an unrelated surgery, externalized conductors were observed. Upon further testing and review, electrical anomalies were noted. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).